Event description:
The consumer reported false negative results with the binaxnow covid-19 ag self-test performed on (B)(6) 2025. Additional testing was performed twice on (B)(6) 2025 with binaxnow¿ covid-19/flu a&b combo self tests generating one positive covid-19 result and one negative covid-19 result. The consumer reported being asymptomatic at the time of testing. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false negative results with the binaxnow covid-19 ag self-test performed on (B)(6) 2025. Additional testing was performed twice on (B)(6) 2025 with binaxnow¿ covid-19/flu a&b combo self tests generating one positive covid-19 result and one negative covid-19 result. The consumer reported being asymptomatic at the time of testing. No additional information, including treatment and outcome, was provided.